Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. It was reported that patient experienced extrusion, infection, urinary problems, fistulae, recurrence. It was reported that patient underwent procedure - mesh revision/removal on (B)(6) 2013. No additional information was provided. It was reported that patient underwent vaginal foreign body removal on (B)(6) 2013 and laparoscopic sigmoidoscopy colectomy on 02/2013. It was also reported that the patient underwent diverticulosis with direct fistula tract with granulation surgical tissue (surgical margins viable), on (B)(6) 2013. It was also reported patient underwent colovaginal fistula with flexible sigmoidoscopy on (B)(6) 2013 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent mid-urethral sling placement and cystourethroscopy on (B)(6) 2014 due to mixed urinary incontinence with symptomatic sui. No additional information was provided.